Manufacturer narrative:
Concomitant medical products: 670100 heart band, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant, the right atrial (ra) lead exhibited sensing of the ventricle, no capture and had a dislodgement. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.